Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Pump passed displacement test.

Event description:
It was reported that insulin pump was cracked around the reservoir compartment. The blood glucose of the customer was 19.9 mmol/l. Customer stated that reservoir was able to lock in place when inserted into insulin pump. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.